Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the back to the front and no communication between pump and transmitter found on (B)(6), 2022. The pump passed the displacement test. Pump error alarmed during self test and was confirmed in the formatted history file (variable info = 3) on 07/03/2022 at 23:27:25.000. Successfully downloaded history files and traces using thus.¿pump was cut open to perform visual inspection and found no moisture damage. The transmitter was able to connect and calibrate with the pump successfully. The following were noted during visual inspection: missing display window/cover, keypad overlay texture damage, pillowing keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails and stained serial number label. Cosmetic damage was confirmed at battery tube threads and case-corner of belt clip rails. Pump error alarmed during self test and was confirmed in the formatted history file (variable info = 3) due to broken trace at pin#6 (sda) at u1 keypad assembly. No communication between pump and transmitter was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced loss of communication between insulin pump and transmitter and received lost sensor signal, cannot find sensor signal, and sensor signal not found alert. Customer also reported crack on the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed however the customer will discontinue to use the device.